Event description:
It was reported that the catheter fell out. It seemed that part of the catheter was left inside the bladder. It was later reported per additional information received from the ibc via email on (B)(6) 2019, the patient allegedly attempted to remove the catheter, which resulted in a break. Pieces of the catheter remained in the patient following the break and were removed via cystoscopy on (B)(6) 2019.

Manufacturer narrative:
The reported event was confirmed as use - related. The evaluation found that the returned catheter had been broken at the shaft. The area of breakage appeared to have a jagged tear. The tearing was because the patient allegedly attempted to remove the catheter, which resulted in a break as per the event description. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1)do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out. It seemed that part of the catheter was left inside the bladder. It was later reported per additional information received from the ibc via email on (B)(6) 2019, the patient allegedly attempted to remove the catheter, which resulted in a break. Pieces of the catheter remained in the patient following the break and were removed via cystoscopy on (B)(6) 2019.